Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one and the reported issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the scs system patient controller (pc) was displaying ¿cannot connect to generator. The generator is not responding¿ when attempting to connect to the patient's scs ipg. A company representative attempted to resolve the issue via troubleshooting, but the issue persisted. Surgical intervention may be necessary to replace the patient's scs ipg.